Event description:
Caller reported a cartridge alarm 29 that occurred during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, with no adverse impact reported. Technical support confirmed consecutive cartridge alarms and decided to replace the pump as a resolution.